Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and cine hard disk drive were evaluated and replaced. The image processor pcb and cine bridge pcb were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.